Event description:
Stop sonication on console failed to operate. In this event the physician used the stop sonication button to literally stop the sonication and not as an emergency button. The executed sonication was safe thus absolutely no harm to patient.

Manufacturer narrative:
The stop sonication assembly has been available in its current form almost from the beginning of the use of the exablate and this is the first time in probably around 5000 treatments that such a defect has been reported. Although in this case no adverse event happened, since this is an emergency safety feature, its failure is unacceptable. Company sent an application note to all sites. The note requires the users to press the stop sonication button during power-up for the daily quality assurance (dqa) testing. This action should only take a few seconds and should completely prevent the malfunction from happening during treatment since company cannot envisage any scenario where the stop button fails spontaneously during treatment.